Event description:
It was reported, the ipg had turned on while the pt was working around motors which have large magnetic fields. It was reported turning the magnet mode off did not resolve the issue, and the physician was to undertake surgical intervention at a future date to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.